Manufacturer narrative:
The reported 5.5 footprint ultra pk suture anchor, intended for use in treatment, will not be returned for evaluation. Without the reported product a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchors pulled out after being inserted. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bone is inadequate to allow proper placement of suture anchor. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff repair a 3.8 gold dilator was used before the implantation. Whole knotless anchor was pulled out after the implantation. After this happened the surgeon tried to implant a 2nd foot print anchor at another new point at lateral row, the same issue happened. No patient injuries or significant delay was reported. No back-up device was available to complete the surgery. The device was not retrieved from the patient, as per this no sample will be returned.